Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they were unsure whether the ins had moved and they had returned of pain. Patient confirmed with the agent there had been no recent fall or injury. The patient stated that they had lifted boxes and was unsure whether this may have contributed to the issue, and inquired whether they needed to contact their doctor. Patient also reported a return of pain in the right arm that started approximately six weeks ago and described the pain as starting from the middle of the elbow and extending down to their hand, and stated that it felt like the pain was in the bone in the low back.